Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, the left ventricular lead exhibited chronically high capture thresholds. The physician explanted and replaced the lead. The patient was in stable condition.

Manufacturer narrative:
The reported event of threshold was chronically high were not confirmed. The damage found was sustained during the surgical procedure. The lead was otherwise normal.